Manufacturer narrative:
H3 other text : third party service center.

Event description:
A device was returned to a third party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the customer complaint was not confirmed. Secondary findings were observed. Contamination of dust/dirt was found inside of the device. The device was scrapped.